Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator, confirmed the complaint and replaced gas delivery engine. The ventilator meets performance specs.

Event description:
The customer reported that during testing the ventilator gives a "circuit occlusion and extended high peak alarm" as soon as it is powered on. No pt involvement.